Event description:
A falsely depressed troponin I result of 0.00 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested on the same analyzer and a result of 0.85/0.86 ng/ml was obtained. Pt treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely depressed troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was carty in from the r1 drain.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely depressed troponin I result was carry in from the r1 drain. A siemens healthcare diagnostics inc field service representative was dispatched to the account and corrected the malfunction. The instrument is performing within specifications.